Event description:
Information received notes premature end of life (eol). The device accepted a program and came out of eol, but the measured data showed >3k ohms lead impedance on both channels. When voltage was changed, the impedance dropped to <300 ohms. The measured amplitude was .4v for both channels when programmed unipolar and atrial 5v/ventricular 3.7v. The patient was pacemaker dependent, so the device was replaced.